Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws on the device would not open after deploying the clip. The handles on the device had to be manually opened to remove the device. A second device was used and the same issue occurred. A third device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Indicator wheel failure. Eval summary - the analysis results found that device (a) was received in good visual condition. The device was cycled, fed and formed the remaining six clips within mfg specs and then, the device locked out as intended, but the orange indicator was noted beyond its intended position. No opening issues were noted during eval. The analysis results found that device (b) was received in good visual condition. The device was cycled, fed and formed the remaining four clips within mfg specs and then, the device locked out as intended, but the orange indicator was noted beyond its intended position. No opening issues were noted during eval. A batch record review was performed and no anomalies were found during the mfg process.